Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information to reset the pump and assisted the caller in successfully resetting it, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if any malfunction codes appear again.